Event description:
Our pharmacy continues to find white particles and foreign objects in our 60ml luer-lok syringes, both inside the syringes as well as outside the syringes within the sealed package. 60cc syringe found with black particle inside sterile package - lot #8360834. 60cc syringe found with possible string particle inside sterile package - lot #8360834. 60cc syringes x 3 found with white particles inside syringe - lot #8360834 x2 and #8360839 x1. Pharmacy uses these syringes to prepare epidurals for patients. This would be a significant safety issue if the particles were not noticed and inadvertently injected into the epidural space.